Manufacturer narrative:
Age at time of event, 18 years or older. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous right coronary artery. While advancing the 2.75mm x 20mm promus element stent, resistance was encountered. Upon removal of the stent, they noticed part of stent was lifted. The procedure was completed with the placement of three stents; one non-bsc stent and two promus element stents (2.5mm x 20mm and 2.5mm x 28mm). No patient complications were reported and the patient's status is good.